Event description:
Four patients acquired pseudomonas blood stream infections within two months. A full epidemiological investigation was undertaken to identify the cause of the infections. Three of the four cases involved the same endoscope. The scopes were cleaned according to guidelines for sterilization and disinfection of endoscopes. Despite following the manufacturer's quality assurance steps for cleaning and high level disinfection, four patients had blood stream infections (following ercp)with the identical strain of pseudomonas aeroginosa. The common pathogen among the four patients implicates a failure in the aer (automatic endoscope reprocessor) machine; the reprocessing was not adequate.